Manufacturer narrative:
Per the clinic, the patient developed a cyst at the implant site post initial implantation and was treated with a 14 day course of septra (dosage not reported), which did not resolve the issue. The device was subsequently explanted on (B)(6) 2013. Cultures from the wound were positive for (B)(6). The patient was then given clindamycin intra operatively and prescribed cleocin (dosage not reported) for 10 days. The patient was reimplanted with a new device on (B)(6) 2013. Correction: the correct date of explantation is (B)(6) 2013; not (B)(6) 2013 as previously reported. This report is filed (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
This report is filed february 19, 2014.

Event description:
Per the clinic, the device was explanted due to a prior infection on (B)(6) 2013. Additional information has been requested but has not been made available as of the date of this report, (B)(4).